Event description:
A surgeon reported a patient with an unexpected outcome following intraocular lens (iol) implant surgery. He stated that before the surgery, the patient had 1.25 diopters of astigmatism and after the surgery, he had 2.25 diopters. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 09/21/2012 and 09/28/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).